Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned promus rx stent delivery system (sds) noted blood visible on the shaft, balloon, and in the guide wire lumen. There was contrast in the inflation lumen and balloon. This is consistent with preparation and the sds advanced into the patient anatomy. The stent was dislodged from the balloon and located on the stylet proximal to the protective sheath. There were two flared struts in the first row of proximal struts. The middle of the stent was mangled. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the shaft and multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the kink and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. The distal stent outer diameters and inner diameter of the protective sheath were measured and met manufacturing criteria. The proximal and middle stent outer diameters could not be measured due to the damage noted. It was reported the sds was prepared for use while inside the coil dispenser with the protective sheath over the stent. Also, the stent dislodgement was not noted until the sds was advanced into the patient anatomy. It should be noted the promus instructions for use (IFU) states: prior to using the promus everolimus-eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Additionally, the IFU instructs to remove the sds from the coil dispenser, remove the protective sheath and stylet, than prepare the sds for use. In this case, it is likely that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgement. Further handling of the stent during packaging, handling and return to abbott vascular for analysis could have contributed to the noted stent damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported stent dislodgement appears to be related to the operational context of the procedure. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the device was prepped normally, the stylet was removed, and the sheath was removed. The stent delivery system (sds) was advanced for deployment; however, after inflation of the balloon, the stent could not be seen under fluoroscopy. The stent was located on the back table. It appeared as though the stent was crimped down on the stylet and stuck on the yellow covering. The stent had been prepped in the hoop. No patient effects were reported. The procedure was completed with another device and the patient is fine. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.